Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value. The adhesives around light guide lens had white-clouded area. Adhesives around the objective lens had white-clouded area. Adhesive around the objective lens was peeled. Due to damage on the flexibility adjustment ring, flexibility adjustment function did not work. Due to clogging of the nozzle, water removal ability did not meet the standard value. Adhesive on the distal end had white-clouded area. Adhesive on distal end had a chip. Due to wear of angle wire, the play of the up/down knob was out of the standard value. The grip was shaved. The plastic distal end cover had a dent. In addition, the objective lens, channel tube, protector of the universal cord on scope connector side, the plastic distal end cover, the image guide protector, and the suction cylinder were all scratched. The facility's clean, disinfect and sterilize (cds), reprocessing information and foreign matter surveys results were noted below: device was not cleaned, sanitized or disinfected prior to sending the device for repair. Facility can tell when the foreign matter adhered on the device. Is there any possibility that the endoscope was used for the procedure with the foreign material attached to it? No. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus, the forceps of the evis lucera elite colonovideoscope could not be inserted nor removed. Inspection and testing of the returned device found residual liquid or foreign material coming out of the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the instrument channel was unable to be further specified. Moreover, no deformation of the instrument channel was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope]. 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. [Inspection of the instrument channel]. 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.